Event description:
Pt was being lifted from bed to chair when she "spasmed" backwards and slid out of sling onto her head. Fall was blocked by a careprovider. Sling was still attached at all 4 points to hanger bar after incident. Pt suffered lacerations to back of head.